Manufacturer narrative:
Product has not returned for evaluation, no device malfunctions have been reported. The cause of the event is not clear. "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels." "...preoperative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." Surgical facility retained the device.

Event description:
Received information stating patient was undergoing a lateral discectomy/fusion procedure. While performing discectomy at the l4-l5 disc space, the iliac vein was lacerated. The patient's hemodynamic status became unstable, was unable to be resuscitated and subsequently expired. There is no allegation of instrument malfunction.